Event description:
The device was used to diagnose the pt as asystolic. Patient monitoring was continued per protocol. Reportedly, the device would intermittently display connect electrodes and monitoring could not be performed. Another crew arrived on scene and continued patient monitoring with another device. The pt was not resuscitated. The rptr indicated pt outcome was not affected by the reported discrepancy, due to a lack of pt viability.